Event description:
TECHNICAL AUDIT OF RHYTHM P2 POC PLATFORM CONFIRMS A SYSTEMIC 'SILENT FAILURE' MODE WHERE DEVICES DELIVER SUB-THERAPEUTIC OXYGEN (DOCUMENTED AS LOW AS 42% O2) WITHOUT TRIGGERING MANDATORY SAFETY ALARMS. FORENSIC TESTING IDENTIFIED AN 'OSCILLATION LOOPHOLE' IN THE ALARM LOGIC: THE DEVICE REQUIRES 600S OF CONTINUOUS LOW O2 TO ALARM, BUT ERRATIC INTERNAL SENSOR READINGS (FLUCTUATING 40%-90%) RESET THE TIMER, PREVENTING ISO 80601-2-69 ALERTS. NIST-TRACEABLE TESTING CONFIRMS A 10-30% POSITIVE BIAS IN ONBOARD DIAGNOSTICS. MANUFACTURER'S NOV 2023 FORWARD ONLY FIRMWARE FIX IS DOCUMENTED AS INEFFECTIVE IN 2024 PRODUCTION UNITS. THIS DEFECT PRESENTS A RISK OF SERIOUS INJURY OR DEATH TO OXYGEN-DEPENDENT PATIENTS DUE TO LOSS OF DETECTABILITY OF HAZARDOUS CONDITIONS. P2#1 (SN# (B)(6)) ONBOARD READING: VARIABLE (52-71%); ANALYZER READING: 47.9%; NO LOW O2 WARNING! P2#2 (SN# (B)(6)) ONBOARD READING: VARIABLE (62-91%); ANALYZER READING: 60%; NO LOW O2 WARNING! P2#3 (SN# (B)(6)) ONBOARD READING: VARIABLE (66-91%); ANALYZER READING: 78.8%; LOW O2 WARNING P2#4 (SN# (B)(6)) ONBOARD READING: VARIABLE (83-91%); ANALYZER READING: 74.2%; NO LOW O2 WARNING! P2#5 (SN# (B)(6)) ONBOARD READING: VARIABLE (75-92%); ANALYZER READING: 79.9%; NO LOW O2 WARNING! P2#6 (SN# (B)(6)) ONBOARD READING: VARIABLE (79-90%); ANALYZER READING: 74.7%; NO LOW O2 WARNING! P2#7 (SN# (B)(6)) ONBOARD READING: VARIABLE (79-91%); ANALYZER READING: 79.9%; NO LOW O2 WARNING! FULL 39-PAGE NIST-TRACEABLE TECHNICAL DOSSIER AND FORENSIC VIDEO EVIDENCE ARE AVAILABLE FOR REVIEW. NOTICE REGARDING ATTACHMENTS: THE TECHNICAL DOSSIER FOR THIS REPORT EXCEEDS THE 8MB PORTAL LIMIT. IT INCLUDES 39 PAGES OF NIST-TRACEABLE DATA AND MULTIPLE FORENSIC VIDEO EXHIBITS (EXHIBITS VID_20260401_141059, VID_20260407_095456, ETC.). THESE FILES ARE STAGED AND READY FOR SECURE TRANSFER. PLEASE PROVIDE A SECURE LINK OR CONTACT THE REPORTER TO COORDINATE THE TRANSFER OF THE FULL FORENSIC PACKAGE. PT: 4582. DEVICE: 1535, 1558. REFERENCED REPORTS-MW5188404, MW5188405, MW5188406, MW5188407, MW5188408, MW5188409.

Event description:
ADDITIONAL INFORMATION RECEIVED ON 6/26/2026 FOR MW5188410 TO UPDATE AND ADD NEW B5 INFORMATION. (B)(4). REFERENCED REPORTS-MW5188404; MW5188405; MW5188406; MW5188407; MW5188408; MW5188409. THE PRIMARY FIELD INVESTIGATION REPORT ESTABLISHED THAT, FOLLOWING EXTENDED OPERATION (DEFINED AS 60 MINUTES UNDER MAXIMUM STRESS-TEST SETTINGS), MULTIPLE UNITS WERE OBSERVED DELIVERING OXYGEN CONCENTRATIONS IN THE 40%-70% RANGE, AS MEASURED BY A CERTIFIED EXTERNAL OXYGEN ANALYZER, WHILE MAINTAINING A CLEAR USER INTERFACE WITH NO ACTIVE VISUAL OR AUDIBLE ALARM INDICATIONS. ADDITIONAL TESTING DEMONSTRATED THAT ALARM INDICATIONS, WHEN GENERATED, MAY BE TRANSIENT AND SELF-CLEARING DESPITE CONTINUATION OF THE APPARENT TRIGGERING CONDITION. CONSEQUENTLY, THE TRANSIENT NATURE OF THESE ALARMS COULD EXPLAIN WHY SOME ALARM EVENTS WERE NOT OBSERVED DURING EXTENDED TESTING. I. IMPACT OF TRANSIENT SELF-CLEARING ALARMS ON FAULT DETECTION THE OBSERVED TRANSIENT AND SELF-CLEARING ALARM BEHAVIOR CREATES SIGNIFICANT CONCERNS FOR BOTH PATIENTS AND CLINICIANS: 1) PATIENTS: A TRANSIENT ALARM INDICATION MAY NOT BE OBSERVED BY THE PATIENT, MISSED, OR BE INTERPRETED AS A TEMPORARY CONDITION THAT HAS SELF-CORRECTED. 2) CLINICIANS: HEALTHCARE PROVIDERS AND DME SERVICE ORGANIZATIONS TYPICALLY EVALUATE DEVICES USING BATCH-TESTING PROTOCOLS CONDUCTED OVER DEFINED PERIODS OF TIME. DURING THESE EVALUATIONS, MULTIPLE DEVICES MAY BE TESTED SIMULTANEOUSLY AND ARE NOT CONTINUOUSLY MONITORED THROUGHOUT THE ENTIRE TEST INTERVAL. UNDER SUCH CONDITIONS, ALARM SYSTEMS SERVE AS THE PRIMARY MECHANISM FOR COMMUNICATING THE PRESENCE OF A FAULT CONDITION TO THE OPERATOR. IF AN ALARM ANNUNCIATION IS TRANSIENT AND SELF-CLEARS WHILE THE UNDERLYING FAULT CONDITION REMAINS PRESENT, THE LIKELIHOOD OF FAULT DETECTION IS SUBSTANTIALLY REDUCED. A CLINICIAN OR TECHNICIAN MAY REASONABLY CONCLUDE THAT THE DEVICE COMPLETED TESTING WITHOUT INCIDENT DESPITE THE CONTINUED EXISTENCE OF A CLINICALLY SIGNIFICANT PERFORMANCE DEFICIENCY. AS A RESULT, A DEVICE EXHIBITING SUSTAINED LOW OXYGEN CONCENTRATION MAY PASS ROUTINE SCREENING PROCEDURES UNLESS INDEPENDENT OXYGEN-CONCENTRATION VERIFICATION EQUIPMENT IS USED. IN THE ABSENCE OF SPECIALIZED OXYGEN-ANALYSIS EQUIPMENT OR AN INDEPENDENT METHOD OF VERIFICATION, A CLINICALLY SIGNIFICANT PERFORMANCE FAULT MAY REMAIN UNDETECTED, CREATING A FORESEEABLE RISK THAT AN AFFECTED DEVICE COULD BE DEPLOYED TO A PATIENT WITHOUT THE UNDERLYING CONDITION BEING IDENTIFIED OR CORRECTED. II. DOCUMENTED VS. OBSERVED ALARM BEHAVIOR THE P2 USER MANUAL STATES: 1) ALARM ITEM: OXYGEN CONCENTRATION <87%, ALARM CONDITION: CONCENTRATION < 87% CONTINUOUSLY FOR MORE THAN 300 SECONDS, SYSTEM PROCESS: ALARM ONLY SCREEN DISPLAY: LOW O2:< 87% PLEASE CONTACT PROVIDER 2) ALARM ITEM: OXYGEN CONCENTRATION <50%, ALARM CONDITION: CONCENTRATION < 50% CONTINUOUSLY FOR MORE THAN 300 SECONDS SYSTEM PROCESS: AUTO-SHUT DOWN AFTER 30 SECONDS, SCREEN DISPLAY: LOW O2:< 50% PLEASE CONTACT PROVIDER THE USER MANUAL DESCRIBES THE CONDITIONS UNDER WHICH ALARM STATES ARE GENERATED AND THE CORRESPONDING USER NOTIFICATIONS. THE DOCUMENTATION DOES NOT INDICATE THAT THESE ALARM STATES ARE INTENDED TO SELF-CLEAR OR INTERMITTENTLY DISAPPEAR WHILE THE TRIGGERING CONDITION REMAINS PRESENT. OBSERVED BEHAVIOR APPEARS INCONSISTENT WITH THE ALARM BEHAVIOR OBSERVED ON MULTIPLE OTHER PORTABLE OXYGEN CONCENTRATOR PLATFORMS EVALUATED AT OUR FACILITY. IN COMPETING POC PLATFORMS, A LOW-PURITY EVENT TYPICALLY LEAVES A PERSISTENT INDICATION THROUGH A LATCHED ALARM, FAULT HISTORY, OR OTHER RETAINED EVIDENCE. IN THE DEVICES UNDER INVESTIGATION, TRANSIENT LOW-PURITY ALARM EVENTS MAY OCCUR AND SELF-CLEAR WITHOUT LEAVING EVIDENCE READILY IDENTIFIABLE DURING STANDARD HME SERVICE WORKFLOWS. IN VIRTUALLY EVERY OBSERVED CASE, REGARDLESS OF THE MEASURED OXYGEN CONCENTRATION, EACH UNIT SET ASIDE FOR INVESTIGATION DISPLAYED "MOLECULAR STATUS: GOOD" WHEN THE STANDARD SETTINGS MENU WAS ACCESSED. CONSEQUENTLY, UNLESS A CLINICIAN OR OPERATOR HAS ACCESS TO AN INDEPENDENT METHOD OF OXYGEN-PURITY VERIFICATION OR A SPECIALIZED ENGINEERING MENU, THE ABSENCE OF ACTIVE ALARM INDICATIONS MAY REASONABLY LEAD TO THE CONCLUSION THAT THE DEVICE IS FUNCTIONING CORRECTLY AND SUITABLE FOR PATIENT DEPLOYMENT. THE OBSERVED PERSISTENCE OF THE "NO BREATH DETECTED" ALARM, CONTRASTED WITH THE TRANSIENT BEHAVIOR OBSERVED FOR CLINICALLY CRITICAL LOW-OXYGEN ALARMS, RAISES QUESTIONS REGARDING ALARMSTATE DESIGN, ALARM-STATE MANAGEMENT, AND THE CONSISTENCY OF ALARM BEHAVIOR ACROSS FAULT CONDITIONS. III. CONSIDERATIONS UNDER APPLICABLE STANDARDS THE OBSERVED BEHAVIOR RAISES QUESTIONS REGARDING CONFORMITY WITH IEC 60601-1-8 ALARM-SYSTEM REQUIREMENTS, PARTICULARLY WITH RESPECT TO THE MANAGEMENT OF LATCHING/PERSISTENT ALARM CONDITIONS, ALARM-STATE TRANSITIONS, OPERATOR AWARENESS, AND CONTINUED ANNUNCIATION OF ACTIVE HAZARDS; AS WELL AS CONSIDERATIONS UNDER ISO 80601-2-69. IV. ALARM-SYSTEM INCONSISTENCIES AND RELIABILITY CONCERNS IN ADDITION, THERE WAS AN ISSUE OF ALARM INCONSISTENCY. DURING INVESTIGATION, UNITS DISPLAYING CERTAIN ALARMS WERE SET ASIDE FOR RETESTING; HOWEVER, ALARM TRIGGERS WERE INCONSISTENT OR FAILED TO HAPPEN AT ALL. THERE WERE NUMEROUS INSTANCES WHERE A MACHINE SHOWED NO ALARMS DURING ONE TEST PERIOD BUT TRIGGERED AN ALARM DURING A SUBSEQUENT TEST, AND VICE VERSA. OF PARTICULAR CONCERN, THREE (3) UNITS HAVE BEEN IDENTIFIED THAT EXHIBITED NO OBSERVABLE ALARM ACTIVITY, INCLUDING A FAILURE TO GENERATE THE STANDARD "NO BREATH DETECTED" TIMEOUT ALARM. IF CONFIRMED, SUCH BEHAVIOR WOULD INDICATE A BROADER ALARM-SYSTEM FAILURE EXTENDING BEYOND OXYGEN-CONCENTRATION MONITORING ALONE. THIS WAS COVERED IN GREATER DETAIL IN SECTION 4 OF THE MAIN REPORT. COLLECTIVELY, THESE OBSERVATIONS RAISE QUESTIONS REGARDING THE DETERMINISM, REPEATABILITY, AND CONSISTENCY OF THE DEVICE'S ALARM-GENERATION AND ALARM-MANAGEMENT LOGIC. V. OXYGEN MONITORING ACCURACY, ALARM-SYSTEM PERFORMANCE, AND PATIENT SAFETY IMPLICATIONS FINALLY, THE OBSERVED ALARM BEHAVIOR MUST BE CONSIDERED IN CONJUNCTION WITH THE OXYGENCONCENTRATION DISCREPANCIES DOCUMENTED IN THE PRIMARY INVESTIGATION. UNITS EXHIBITING THESE ALARM-RELATED CONCERNS WERE ALSO OBSERVED TO DEMONSTRATE SUBSTANTIAL DISAGREEMENT BETWEEN INTERNALLY REPORTED OXYGEN CONCENTRATION AND MEASUREMENTS OBTAINED USING A CERTIFIED EXTERNAL OXYGEN ANALYZER, WITH APPARENT POSITIVE BIAS RANGING FROM APPROXIMATELY 10% TO 30%. THIS ISSUE WAS COVERED IN GREATER DETAIL IN SECTION 5 OF THE MAIN REPORT. IF CONFIRMED, SUCH DISCREPANCIES WOULD HAVE IMPLICATIONS NOT ONLY FOR OXYGEN DELIVERY PERFORMANCE BUT ALSO FOR THE RELIABILITY OF THE DEVICE'S INTERNAL MONITORING AND ALARM FUNCTIONS, WHICH APPEAR TO DEPEND UPON THE SAME UNDERLYING OXYGEN-CONCENTRATION MEASUREMENT SYSTEM. CONSEQUENTLY, THE ABILITY OF THE DEVICE TO RELIABLY DETECT, COMMUNICATE, AND RESPOND TO LOW OXYGEN OUTPUT CONDITIONS RAISES CRITICAL PATIENT SAFETY CONCERNS.

Event description:
Additional information received on 7/21/2026 for report number MW5188410. MEDWATCH: MW5188404, MW5188405, MW5188406, MW5188407, MW5188408, MW5188409, MW5188410. Dear Allegation of Regulatory Misconduct Team,Please add the following documents to the case referenced above. I am attaching the followingdocumentation:1) Filename: "RE "[External]" Rhythm Healthcare & Sutter Health ¿ Product Complaint Discussion"SIGNIFICANCE: Written defiance of the facts Sutter Health has presented the manufactureron the P2 defect. For context, they were presented with the "Addendum: Counter-Report" and"Addendum Worst Case" scenario, both of which I have already sent to you on a USB flashdrive (among other data) on (b)(6) 2026.2) Filename: "Addendum - Formal Rebuttal to Manufacturer Non-Concurrence"SIGNIFICANCE: This is our formal protest to the manufacturer's non-concurrence. ThisAddendum is formally submitted to the official record to address and systematically refute themanufacturer¿s non-concurrence with our prior field-performance findings, as noted in theAddendum: Counter-Report to Rhythm Healthcare dated (b)(6) 2026. The technicaldefenses raised by Rhythm Healthcare in their Technical Investigation Report dated July 10,2026, rely on narrow regulatory classifications and isolationist engineering interpretations thatfail to align with physical laws, international risk-management standards, or clinical safetyrealities. For context, the manufacturer's report titled "Technical Investigation Report datedJuly 10, 2026" was sent to you on a USB flash drive (among other data) on (b)(6) 2026.3) Filename: "Study on Influencing Factors of Molecular Sieve Oxygen-ProductionSystem" SIGNIFICANCE: Academic, peer-reviewed study that I cited in "Addendum - FormalRebuttal to Manufacturer Non-Concurrence" to prove that defective P2 machines violate thelaws of fluid dynamics, thermodynamics, and the physical constraints of Pressure SwingAdsorption (PSA) technology according to their own telemetry.Concluding Assessment & Request for Action: Through these cumulative submissions, I believe we have empirically proven the existence ofa critical, systemic "False-Safe" design defect. This proof is anchored in the physical laws ofPressure Swing Adsorption (PSA) technology, backed by peer-reviewed academic literature,and corroborated by the manufacturer's own prior technical admissions on record (specifically,Analysis Report for CASE (b)(4) ¿ P2 Low Oxygen Concentration Alarm Inconsistency datedto (b)(6) 2026 & Technical Investigation Report, dated July 10, 2026).Yet, despite the clear and significant risk that these devices pose to public health andvulnerable, oxygen-dependent patient populations, the manufacturer continues to defy thephysical facts and engage in what appears to be willful blindness on this critical issue.As a technical reporter and a healthcare professional documenting these failures firsthand in the field, I am submitting this comprehensive dataset to assist the FDA CDRH Allegation ofRegulatory Misconduct Team in its ongoing investigation. Because our evaluations show thatlegacy devices as well as post-remediation devices continue to fail silently without alerting theuser, I respectfully defer to the Agency's expertise to evaluate these findings, investigate themanufacturer's quality controls, and take whatever regulatory action is deemed necessary toprotect public safety and the medical equipment supply chain.Thank you for your ongoing dedication to patient safety and for your review of this criticalmatter.